Manufacturer narrative:
Analysis for fiber (B)(4): the product complaint of "2 holes in the sheath" and that the fiber was not utilized could not be confirmed. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; there is no breakage along the fiber; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "2 holes in the sheath" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber was observed to have two holes in the sheath near the connector; the fiber was also reportedly not utilized. There was no patient injury reported. No additional information was reported or is currently available.